Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the pump alarmed reload set after the door is closed, determined to be caused by a missing lower hook switch. The lower auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump does not recognize when a door is open. It was also reported that there was no pt injury.